Event description:
It was reported that during a ptca procedure for instent restenosis of the circumflex, the tip of the wire became entangled in the stent during removal and the tip fractured. The physician elected to secure the tip in place with a stent. Patient status is listed as "okay".